Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, need to be swapped with pyxis refrigerator since the remote manager refrigerator contains all refrigerated ER medications which had multiple issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator had multiple issues. A field service engineer had worked with the customer to remove the refrigerator from the surgery location and reinstall it in the ER and verified bins had been accessed. The system functioned as intended after the field service engineer repaired the device.